Event description:
During a breast biopsy, the l135 transducer locked up the acuson freestyle system with a needle still in the pt.

Manufacturer narrative:
A f/u report will be submitted when the investigation has been completed.